Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) on january 16, 2008 and alleged that her one touch ultra meter was turning off during use. The medical affairs specialist (mas) called and spoke with the patient on january 22, 2008 and obtained additional information. The patient informed the mas that the alleged issue first occurred about a week prior to her call to lfs. She mentioned that the test strips would draw the blood samples and the meter would countdown to '1' and then turn off. Therefore, she was not able to test her blood glucose for about a week. The patient tests on the meter once/day. She is on oral medication (glucophage 2000 mg twice/day and actos once/day). The patient also informed the mas that 2 days prior to the call to lfs, she started feeling lightheaded and shaky. She "thought that the sugar were up" and therefore, took an additional glucophage tablet. She mentioned that she felt a "worse," and was still dizzy for about 2 days when she decided to call lfs to report the issue. The patient had also taken additional oral medication prior to that call. She did not receive/require any medical attention/intervention. At the time of troubleshooting, it was verified that this was not a new product. However, it was discovered that the patient had not changed the battery per the owner's manual (use error). The mas verified that there was a battery indicator on the meter. This complaint is being reported because the patient claimed to have experienced symptoms after the reported issue began. The symptoms that she experienced are suggestive of hypoglycemia, however, the patient reported that she thought her blood glucose was high and treated herself with additional diabetes oral medication and felt worse afterwards. Replacement products were sent to the lay user/patient.